Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. While troubleshooting, fse found no +5v voltage was detected at the lqc board (controlling the liquid feed system), resulting in multiple errors, caused by a faulty f2 fuse on the main cpu board. Fse resolved the complaint by replacing the f2 fuse on the main cpu board. Fse repaired and validated the analyzer by successfully performing quality control run within acceptable range. Additionally, the sensor screen was visually inspected and fluids were primed without error. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 21may2022 through aware date 21jun2023. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (3110) pm07x fuse blew cause: blown pm070, pm071, or pm072 fuse was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check pm070, pm071, and pm072 and also the related wiring and board. (3122) sv170, sv171 fuse blew cause: blown sv170 or sv171 fuse was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check sv170, sv171 and also the related wiring and board. (3119) lp173, lp174 fuse blew cause: blown lp173 or lp174 fuse was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check lp173 and lp174, and also the related wiring and board. (3132) main f2 +5v fuse blew cause: blown +5 v fuse of main f2 was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check the main f2 fuse. (3121) sv150, sv151, sv160 fuse blew cause: blown sv150 or sv151 or sv160 fuse was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check sv150, sv151, sv160, and also the related wiring and board. (3123) lp140, lp172 fuse blew cause: blown lp140 or lp172 fuse was detected. Sampling will be interrupted. Action: please contact tosoh local representatives. Check lp140, lp172 and also the related wiring and board. The most probable cause of the reported event was due to the faulty f2 fuse.

Event description:
A customer reported blown out fuse error messages ¿3110 pm07x fuse blew, 3122 sv170, sv171 fuse blew, 3119 lp173, lp174 fuse blew, 3122 main f2 +5v fuse blew, 3121 sv150, sv151, sv160 fuse blew, and 3123 lp140, lp172 fuse blew¿ while opening the bf door to perform maintenance on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for creatine kinase mb isoenzyme (ckmb) and cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.